Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had exhibited shortness of breath for a few days, and had fallen while walking a dog. Right atrial (ra) lead impedance was high out of range, above 3000 ohms impedance measurements were noted. In addition, there was no capture at high outputs. Fluoroscopy revealed that the system set screw was not properly placed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found 2 sets of setscrew marks in the correct location and the third set slightly off, confirmation of connection issues. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The outer coil conductor resistance measured as an electrical open - indicating a fractured or broken conductor. Fractured outer coil conductor was observed approximately 26.4 cm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had exhibited shortness of breath for a few days, and had fallen while walking a dog. Right atrial (ra) lead impedance was high out of range, above 3000 ohms impedance measurements were noted. In addition, there was no capture at high outputs. Fluoroscopy revealed that the system set screw was not properly placed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.